Event description:
During preparation for a coronary drug eluting stenting treatment procedure, stent damage was discovered. A strut of the taxus express2 2.75x24mm drug eluting stent was protruding. No pt complications were reported.